Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller says the cannula adhesive doesn't have enough stick to get attached, and it falls off very easily. This occurred in the first day of usage of the cannula. No adverse event alleged. A request was made for the return of the device.